Event description:
The company representative reported via phone call transfer that the insulin pump acted strange, requiring a battery change, then infusion set change, and another battery change within two days' span. The customer reported that, after counting down, the insulin pump would not proceed after the battery change unless the complete set was also changed out. The customer also reported that the insulin pump had unexpected restart, signal too low, and no delivery alarms found in the alarm history. The customer did not know the blood glucose reading. The customer also reported that the insulin pump experienced shorter battery life than usual, although this was still above average expected battery life of 1 week. The customer was advised to call back when the alarms occurred in order to properly troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.